Event description:
It was reported that following an ablation procedure, the patient experienced worsening left hemiparesis. The patient was prescribed steroids and physical therapy. The patient was then discharged from the hospital on (B)(6) 2020. The event was considered ongoing when the patient was discharged and possibly related to the surgical procedure. The patient has since expired on (B)(6) 2020 which was not related to the event.